Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition without asystole. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was slightly shifted and had a break approximately 17.3 centimeters (cm) from the terminal pin. The suture sleeve location appeared to be at approximately 14.5 to 17 cm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that the lead fracture was consistent with fatigue fracture.

Event description:
Additional information was received which noted that the noise and oversensing were reproducible with patient isometrics and arm movements. A lead fracture was suspected due to clavicular crush. No additional adverse patient effects were reported.